Event description:
It was reported that the mini compressor gave no output. There was no patient connected at the time of the reported event. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on-site. The standby valve were replaced and the compressor was returned to service after successful functional testing was completed. The returned standby valve was installed in a reference compressor and connected to a ventilator. The compressor started to deliver air when wall air was disconnected from the compressor and went to standby when wall air was reconnected again. This was repeated several times during nine days of compressor driven, problem-free simulated use test ventilation. The conclusion is that the returned standby valve worked without remarks during the investigation. The reported issue could not be reproduced in the laboratory. No device logs were received from the connected ventilator.

Event description:
(B)(4).